Manufacturer narrative:
An additional lot number was reported (lot # m013962). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. After requesting a bolus, the customer indicated that there was a grinding sound about half way through the fill tubing process. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.